Manufacturer narrative:
The catheter was intact, no portion was detached. Deformation was evident to the proximal side hole. One 7f sherpa guide catheter was received for analysis. There was damage evident to the proximal sidehole. The sidehole appeared severely kinked on one side, resulting in splitting of the outer jacket and exposure of wire braid. There does not appear to be any missing material from the outer jacket of the device. No part of the catheter was detached. No damage noted to the distal sidehole. No other deformation noted to the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A 7 fr sherpa balanced guide catheter was intended to be used. There was no damage noted to the device packaging. The device was inspected with no issues noted. The device was prepped as per IFU. It was reported that a portion of the device detached during prep. The device manipulated during prep. An attempt was made to insert the device into the introducer. The device was not used in the patient.